Manufacturer narrative:
Technician asked account to check the voltage to the coil and account got the voltage. Technician asked account to try a coil. Account replaced the coil to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head up is not functioning.